Event description:
A malfunction alarm was reported with the code "malf 0" displayed. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer received assistance from technical support to reset the pump, and the issue did not recur after the reset. Customer was advised to continue pump usage and to report any recurrence of the malfunction code.